Event description:
The affiliate alleged the customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one pt on two samples involving access 2 immunoassay system. The elevated results were discordant with an alternate methodology, which produced a negative result. The elevated results did not correlate with the pt's clinical condition and questioned by the physician. The elevated results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. In europe with the pt samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The samples were collected in lithium heparin plasma and serum tubes. The pt's serum sample was stored at 4 degrees celsius prior to testing. Troponin I (accutni) quality control and system checks were within specifications at the time of the event. Testing at beckman coulter customer product line support (cpls) lab confirmed the existence of a pt source interferent for the samples received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results but is distinct from heterophile antibodies. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review conducted for the period between jan 1, 2008 and oct 23, 2010 for additional reportable events.